Event description:
A lead extraction procedure was scheduled in order to extract one right atrial (ra) lead due to non function. Three other leads, one ra and two right ventricular (rv) leads were present but were not targeted for extraction. A spectranetics lead locking device (lld) was placed in the ra lead to act as a traction platform to aid in lead extraction. Despite efforts, the ra lead could not be extracted and the decision was made to leave the ra lead within the patient. The physician attempted to unlock the lld to remove it from within the lead, but was unsuccessful. The ra lead, along with the lld, was cut, capped and remained within the patient. The patient survived the procedure.